Manufacturer narrative:
After secondary review of the file, block e1 initial reporter country code has been corrected based on patient¿s report of capsular contracture got worse after moving to australia. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacture date and expiration date were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with 250 cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided capsular contracture, baker grade unknown. Patient reported that the capsular contracture has gotten worse, and a medical professional has been consulted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.